Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer stated that, the insulin pump exposed to moisture and heat and was very active and or sweating at the time and in extreme heating. The blood glucose values were 133 mg/dl and 155 mg/dl. The customer also stated that, he had high and low blood glucose as well as suspend before low alarm. Customer could not give a value for low blood glucose but did say his high blood glucose were around 360 mg/dl to 400 mg/dl when in auto mode. The customer also stated that, the sensor had tape not sticking alarm. Customer received a change sensor alert after a calibration not accepted. The device is expected to be returned for analysis.